Event description:
A malfunction on the pump was reported, with the issue persisting even after a reset. There was no adverse impact to the customer's blood glucose level. The customer did not have the pump and believed it needed replacement, while technical support indicated the need to verify the malfunction code before proceeding with a replacement. The customer understood and acknowledged this process.